Event description:
It was reported an angio-seal was deployed following a percutaneous cardiac intervention. The patient experienced pain in the right leg and was diagnosed with a vessel occlusion. The next day, the patient underwent surgical intervention; the angio-seal was removed from the right femoral artery. The patient was reported to be okay. The patient was taking prescribed anti-coagulant medication, type and dose unknown.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. A radiographic paper print image was received with the event. The quality of the image was very poor. There are no identification markers on the image. The image represents a femoral artery sheath injection of contrast. The angio-seal device instruction for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.